Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low heart. It was also noted that the leadless implantable pulse generator (ipg) was pacing below the lower programmed rate limit. The ipg remains in use. No further patient complications have been reported as a result of this event.